Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil was expired. On (B)(6) 2018, a 6mmx 40mm 2d helical - 35 that has an expiration date of 31jul2018 was implanted in the patient. No patient complications were reported.